Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Manufacturer narrative:
Further investigation confirmed the reported issue of mixed batch. All other units from both lots that were mixed were within biomet control and have not been further distributed. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, it was noted the incorrect liner was packaged as a 36 h liner. Another liner with a different lot number was utilized to complete the procedure.